Event description:
It was reported that a large volume infusor had a loose bordeaux coil cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured june 26-27 2014. The device was received and evaluated. Visual inspection was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.